Event description:
It was reported that this artificial urinary sphincter was removed due to fluid loss from the balloon. A new artificial urinary sphincter was implanted. No patient complications were reported.